Event description:
The stylet stuck during insertion. The doctor had a difficult time inserting the stylet back into the lead when the lead was already in the epidural space. Add'l info has been requested.

Manufacturer narrative:
(B)(4).